Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported of cracked, dysfunctional kit needle preventing device insertion, requiring not only an outpatient hepatology procedure but also needle removal and kit replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked needle hub is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 21g b-braun introducer needle. A gross visual inspection of the returned unit found that a longitudinally aligned split was present on the needle hub. The split extended from the proximal end of the luer to the proximal end of the needle hub fins. Microscopic inspection of the needle hub did not identify any material flaws which could have contributed to the observed split. No evidence of stripping of the luer threads was observed, which may have indicated that the luer was over torqued. Additionally, the split was found to have occurred away from the molding weld line. The investigation was unable to identify any features which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.